Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: power reset events were observed in the black box to support a power loss. The battery compartment was observed to be cracked at the threads down to the sealing. A test cap was used and was able to fit securely onto the pump and to maintain an electrical connection during a 24 hour test without any reboots.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack in the battery compartment and a loss of power that was first noticed two days ago ((B)(6) 2014). Reportedly, the crack extended the full length of the battery compartment, the yellow o-ring was visible and the cap was damaged. The reporter denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.